Manufacturer narrative:
During preventive maintenance it was reported that the heart lung machine hl20 displayed the error message: "runaway." A getinge field service technician (fst) was sent for investigation. The fst troubleshooted the device and could confirm the reported error message: "runaway". During check of the device the fst identified a defective motor control board. The offer for part replacement was sent to the hospital. According to the getinge sales and service unit (ssu) new information was received: the customer is not willing to repair the defective pump. The pump will be taken out of clinical use. According to the hl20 instruction for use 2.0 a runaway error can occur because of a communication failure between tacho board and motor control board. The review of the non-conformities during the period of 2011-01-31 to 2021-02-19 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: "runaway". Further information was requested but still pending. A follow up medwatch will be submitted when new information becomes available.

Event description:
It was reported that the hl20 single pump displayed error message: "runaway". Reference number: (B)(4).